Event description:
The customer reported elevated creatine kinase-mb (ck-mb) and troponin I (accutni) results for one pt involving access 2 immunoassay system. The elevated results were discordant to an alternate methodology, which initially produced negative results then positive results. The elevated results were released out of the laboratory. The pt received heparin treatment and was transferred to tertiary care facility. The customer supplied beckman coulter, inc with the pt samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The pt's samples were collected in lithium heparin with gel separator tube. System check and quality control was within specification. Heterophile analysis at beckman coulter customer product line support (cpls) laboratory indicated heterophile interference was not identified for troponin I results. The test did indicate a substance interferent may have been present for creatine kinase-mb (ck-mb) results. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. The access accutni and access ck-mb results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate info. Medical decisions should not be based on a single result determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.